Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead exhibited noise on the electrograms 5 months ago that precipitated pacing inhibition in this pacemaker dependent patient. It is unknown if the noise is reproducible.

Manufacturer narrative:
Upon return to our quality assurance laboratory this device underwent detailed analysis. Microscopic visual inspections noted a hole in the lv- seal plug. Damage was also noted in rv- and ra- seal plugs and body fluid contamination was noted in their connector blocks. All the setscrews moved freely. In conclusion, analysis testing could not confirm the reported atrial noise or oversensing issue but damage in seal plugs may have contributed to the noise issue. The device met longevity calculations and was electrically in specification.

Event description:
Guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead exhibited noise on the electrograms 5 months ago that precipitated pacing inhibition in this pacemaker dependent patient. It is unknown if the noise is reproducible.

Manufacturer narrative:
A guidant technical services representative discussed if no further noise has been seen since august, not to change anything at this time. The patient will continue to be followed. No adverse patient effects were reported. No additional information is available. If more information becomes available, the event will be reopened. The device was explanted five years later for normal battery depletion. Detailed analysis is pending.